Manufacturer narrative:
This report is being submitted as part of the remediation for (B)(4). (B)(6).

Event description:
Customer reported bipap focus switched itself off. Showing message "battery temp high", then switched itself off, had been plugged into wall and battery connection was loose. There was patient involvement and unknown patient harm. Attempts have been made to obtain clarification on patient status and obtain patient information. No response has been received.